Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy procedure when anastomosis of lower colon, the metal part was found from the device after examining the donut in the colon. The metal did not fall into the cavity of the patient. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a photo and one device. Visual inspection of the device under the microscope displayed nicks on the knife blade and the plunger of the anvil is broken off. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken plunger condition may occur due to forcing the closure of the instrument after firing. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of damaged knife that has no relationship to the reported condition. No further actions have been deemed necessary at this time. Replication of the observed secondary knife blade damage may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." If information is provided in the future, a supplemental report will be issued.